Event description:
It was reported that during a ptca treatment procedure the maverick otw balloon ruptured at 10 atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown.) The patient was asymptomatic during this event. The lesion being treated was a 100% stenotic lesion in a minimally tortuous mid-lad coronary artery. The maverick otw balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. It is noted that despite predilatation of the lesion, resistance was encountered with insertion of the maverick otw balloon catheter. Patient status is reported as 'good'.